Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A phone call was received from a patient today. He stated that on (B)(6) 2020, a piece broke within the lps and a revision was done a couple days later. Doi: not indicated, dor: not indicated, unk knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : all photographic evidence was reviewed and the device associated with this report was received for examination and found that the implant was fractured. The femoral stem extension exhibited deep scratches and marring with visible wear damage and burnishing on the distal surface. The femoral stem extension was fractured in two places resulting in three fragments. All fracture surfaces exhibited minor to severe burnishing. However, based on the provided information, loosening condition cannot be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a manufacturing record evaluation (nc search) was performed for the finished device 867420, lot hy2681, and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. UDI : (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> device associated with this report was received for examination and found that the implant was fractured. The femoral stem extension exhibited deep scratches and marring with visible wear damage and burnishing on the distal surface. The femoral stem extension was fractured in two places resulting in three fragments. All fracture surfaces exhibited minor to severe burnishing. However, based on the provided information, loosening condition cannot be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot ==> a manufacturing record evaluation (nc search) was performed for the finished device 867420, lot hy2681, and no non-conformances / manufacturing irregularities were identified.

Event description:
On (B)(6) 2020, the patient had a complex revision of a revision left total knee arthroplasty, to address failed left revision total knee arthroplasty with fractured femoral prosthesis. The surgeon noted that there was a very large hemarthrosis, significant scar tissue, obvious loosening, and failure of the femoral component. There was no manufacturer¿s of products provided.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary : the stem was not received for examination. Sufficient evidence was presented in order to confirm an implant fracture. However, loosening condition cannot be confirmed. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. Added: a2 (birth date), b5, b7 and h6 (patient,device) corrected: a1 and b3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the stem was not received for examination. Photo analysis identified a fractured implant. Sufficient evidence was presented in order to confirm an implant fracture. However, loosening condition cannot be confirmed. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (nc search) was performed for the finished device 867420, lot hy2681, and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: d4 (lot and expiration date), d6a, d6b, h4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: b3, g1.